Event description:
Device was explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ anxiety-product/procedure: unable to observe since it is a medical event and is not related to the device. ¿ capsular contracture : unable to observe since it is a medical event and is not related to the device. Additional observations: ¿ observed deformation on the device. ¿ wear abrasion observed on the device. ¿ crease fold observed on the device. ¿ red particles observed on the device. No further actions are required as no issues with the manufacturing process are observed.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported "capsular contractures, baker grades iii, and exchange from textured to smooth breast implants due to the patient¿s concern with the product". This record is for the left side. Device remains implanted.